Event description:
It was reported that the customer had a moto error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The states that it looks moist in the cylinder down where the arm is and that it leaks of insulin. The customer thinks it is from reservoir leaking. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and the motor passed the motor test. No moisture damage to the electronic assembly. No e70 alarm on alarm history screen. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing end cap sticker.